Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of the homechoice cassette without an alarm. This was identified during fill one of five of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient with disconnecting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.